Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device lot number: not provided. Device not returned.

Event description:
It was reported that abutment screw (iunihg) fractured within the implant. Screw fragment was unable to be removed and implant was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A screw fragment with one full osseotite® tapered certain® implant 3.25 x 10mm (ifnt3210) were returned for investigation. Visual inspection of the as returned product identified signs of wear from use and debris about the threads. The drive feature contains a fractured piece of the reported fractured screw. The per indicates the patient has a history of bruxism. The reported product was located on tooth #21 and used for approximately 8 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (iunihg). Therefore, based on the available information, device malfunction has occurred. It is noted that the implant and fractured screw are seized together. The reported event was confirmed. The most likely cause for the event is patient bruxism over the course of 8 years. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D10: device availability. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative. The following section has been corrected: h1: type of reportable event.